Event description:
A ventilator was returned to the MFR for routine preventive maintenance. There was no allegation of device malfunction. The device was not in pt use.

Manufacturer narrative:
During the eval of the device at the MFR's svc ctr, an issue related to the solenoid was observed. The device's solenoid was replaced to address the issue.